Event description:
It was reported that guidewire detachment occurred. This guidewire was used during an interventional radiology procedure. Post procedure, a wire fragment was left inside the patient. Multiple guide wires were utilized during the case, making it impossible to determine which specific wire was responsible. The wire fragment was not removed, as it was determined that removal was not in the patient's best interest at that time. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additionally, detailed initial reporter, facility information, and additional event details were not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. If additional details become available, a supplemental report will be submitted.